Manufacturer narrative:
(B)(4).

Event description:
It is reported that an angiographic guide wire shredded at the tip during a procedure. It is reported that the j wire coating came off and the fixed portion of the wire came through. Patient injury was not reported. The patient had no issues post procedure. No intervention was required.

Manufacturer narrative:
Supplier evaluation summary: the guidewire was received coiled up loose in a polybag. No product hoop was returned. No product pouch was returned. Only the tyvek portion of the product pouch was returned, with the label intact. The label identified the sample as product catalog number 008631, with corporate lot number gfzh2158. There was no other original packaging returned with this sample. Wire/weld break at ¿j¿. Bends/kinks throughout. Coil separation, loose coating at ¿j¿. Wire diameter = 0.0354¿ (specification 0.0350" +.0020"/- .0005"). Damage at ¿j¿ to coating, weld, and coils attributed to end use handling.

Manufacturer narrative:
Evaluation summary: device was returned for analysis. The distal 4cm of the wire is stretched and ribbon wire is separated from the solder tip. The coating shows fracturing between coils as expected where wire is stretched. There is no evidence of an issue with the coating. The coating is well adhered were the wire is not damaged by stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.